Event description:
One implant reported fractured.

Manufacturer narrative:
It was reported that one dental implant fractured. The investigation showed no signs of bone on the upper part of implant, which indicates insufficient osseointegration the tip of the implant is deformed during removal. The surface show signs of a rather fast fracture indicating a high load caused the fracture. Because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was evaluation. The issue is a known inherent risk of the device. We will continue to track and monitor the trend.